Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) during post-operative programming x-rays taken indicated the patient's scs lead migrated out of the epidural space. The patient was taken back into surgery at which time the lead was explanted and replaced. Effective stimulation was reportedly restored postoperative.